Event description:
It was reported by the sales rep while setting up for a breast biopsy the customer was unable to cock the probe. They changed probes and continued the case. After deploying the marker and removing the marker from the probe, they noticed that the tip of the marker had shared off into the pt's breast. Tip will remain in the pt's breast. Both the probe and marker were discarded. One probe and one marker to be replaced per the sales rep.

Manufacturer narrative:
The device identified for this event was not returned to the MFR for eval. Additionally, no batch/lot number was provided. Therefore, no batch record review nor direct analysis of the device was performed and the event could not be confirmed.